Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection performed on the returned meter and no issues were observed. Inserted retain batteries into returned meter and indicator lights did not flash. The meter did power on with button depression. No malfunction or product deficiency was identified. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc glucose meter would not power on with a button press or test strip insertion. As a result, on (B)(6) 2021, the customer experienced dizziness, " high- and low-tension rise," and was unable to treat themselves. Hcp contact was made, and the customer was provided intravenous glucose for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any trend or potential root cause that would indicate that the product is not meeting specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc glucose meter would not power on with a button press or test strip insertion. As a result, on (B)(6) 2021, the customer experienced dizziness, " high- and low-tension rise," and was unable to treat themselves. Hcp contact was made, and the customer was provided intravenous glucose for the treatment. There was no report of death or permanent impairment associated with this event.